Event description:
A surgical technician reported that following bilateral intraocular lens (iol) implant procedures, the pt had the lenses exchanged for power. The technician reported the pt had a refractive error. Limbal relaxing incisions (lri) were performed at the time of the original lens implant surgery. The events resolved following the lens exchanges. The assistant reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).